Event description:
It was reported that 2 syringe 1.0ml 29ga 1/2in bls 500 china experienced a sterility breach with the cannula piercing through the shield prior to use. The following information was provided by the initial reporter: after opening the unit package, the needke pricked the nurse's finger. Then it was found the needle through shield

Manufacturer narrative:
Investigaion: customer returned a photo of a bd insulin syringe; no samples were received. Consumer reported after opening the unit package, the needle pricked the nurse's finger. Then it was found the needle through shield. The photo was examined and the alleged defect was confirmed: a cannula piercing through the cannula shield was observed. A review of the device history record was completed for batch# 7296922. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200739123] noted that did not pertain to the complaint. The potential root cause of this issue lies at the shielding station in bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle penetrating the shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 1.0ml 29ga 1/2in bls 500 china experienced a sterility breach with the cannula piercing through the shield prior to use. The following information was provided by the initial reporter: after opening the unit package, the needle pricked the nurse's finger. Then it was found the needle through shield.